Event description:
It is reported that the patient is experiencing pain and instability.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.